Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference (B)(4).

Event description:
When the unit is filled with liquid nitrogen, it just starts spraying. When the trigger is pulled, there is no additional pressure. Ref (B)(4).

Event description:
When the unit is filled with liquid nitrogen, it just starts spraying. When the trigger is pulled, there is no additional pressure. Ref (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). *was the complaint confirmed? Yes distribution history: this complaint unit was manufactured at csi on 1/9/19 under wo #(B)(4) and shipped on 5/9/19. Manufacturing record review: DHR 237677 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The descriptions are mostly 'leaking' which can be due to various unrelated findings. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed to have physical damage. The pressure relief device was broken. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint. The observed damage correlates with the problem description. Liquid nitrogen will escape profusely as liquid or in its gas/vapor state through a broken pressure relief. Foot cause: while no definitive root cause could be reliably determined, the potential cause may be end user handling error. This unit was tested along with another 49 units on the original work order. It's function was confirmed and documented it met all checks. I damaged relief device would not pass the checks in production. *correction and/or corrective action this unit was repaired and returned to the customer under warranty. No further corrective action is necessary. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.